Event description:
It was reported that the guidewire coating peeled off. The procedure was completed after using another guidewire and no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was bent at approximately 58.0cm from its proximal end. The ptfe (polytetrafluoroethylene) coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. During the functioning test, the guidewire was advancing a demo excelsior sl-10 microcatheter, there was a slight friction felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. It is likely that the guidewire sustained damage (bending/kinking) during the guidewire advancement step in the clinical procedure. When the guidewire is bent, it has a higher potential of causing friction during guidewire advancement and can also cause unsmooth movement during the guidewire torque function. As a result, a probable cause of operational context has been assigned to the reported and as analyzed ¿guidewire friction¿, as analyzed ¿guidewire kinked¿ and ¿guidewire torque problem¿. Information provided in the complaint stated that the device was confirmed to be in good condition after unpacking and during preparation, no anomalies were noted prior to use, the patient¿s anatomy was not tortuous and continuous flush was maintained throughout the procedure. Based on the information currently available, the observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the torque device was not returned with the guidewire and the cause could not be definitively determined, a cause of undeterminable has been assigned to the reported and analyzed guidewire ptfe coating peeling.

Event description:
It was reported that the guidewire coating peeled off. The procedure was completed after using another guidewire and no clinical consequences reported to the patient.